Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was reseated during the service call. The reported issue is currently under investigation.

Event description:
The customer reported the system was intermittently not producing images. There was no report of pt injury or death.